Manufacturer narrative:
Correction to h6 investigation conclusions d15 to d02. Correction to h3 from blank to yes. Correction to h10 to new form h11 (2023) from "the returned device was evaluated and the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin." To "the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin."

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to 330 mg/dl.